Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. In addition the patient reports having irritation at the pod infusion site. As treatment, the patient administered manual injections of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The returned device was evaluated and the soft cannula was observed to be damaged. It cannot be determined when this damage occurred. Inspection of the device found no issues capable of causing the reported irritation. The cause of this event could not be determined. The data presented an 0x69 alarm, indicating an occlusion. Inspection of the device found no issues capable of causing an occlusion. The cause of this alarm could not be determined.